Event description:
It was reported that restenosis was noted in an unspecified promus stent which had been implanted in the mid right coronary artery (rca). An unspecified balloon was used for treatment; however, it ruptured at 14 atmospheres. A new 2.0 x 15 mm balloon was used successfully to treat the restenosis. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Estimated implant date. Correction - manufacturer report number filed incorrectly as 3003775027-2012, but should be filed under 2024168-2012. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.